Manufacturer narrative:
H3: one product was returned with a catheter and flat filter. Visual inspection found no damage. The epifuse connector was unlocked, and a crack was found in the sleeve. The issue of fluid leakage from the sleeve was confirmed but were unable to confirm the issue of the connector being prone to opening. During the kit manufacturing process, inspection of the appearance of all epifuse connectors to check for deformation or damage are performed. Therefore, it is possible that in this case, a crack in the sleeve was not observed during inspection, or that a crack occurred in the sleeve after shipment. The root cause of the issue could not be established. The issue will be further monitored. A device history record could not be completed as no lot number was received.

Event description:
It was reported that the device leaked. The reporter noted that the epi fuse connector was easy to open without using the green key and that there was liquid leakage from the connector part. There was patient involvement, but no patient harm reported.